Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality-safety evaluation of ptc (product technical complaint). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), oophoritis ("ovarian infection"), appendicitis ("appendix infection") and asherman's syndrome ("asherman syndrome") in a 38-year-old female patient who had essure (batch no. 809006) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vitamin d deficiency, bleeding menstrual heavy, uterine bleeding, hypermenorrhea, secondary anemia, endometrial ablation, amenorrhea, yeast infection, bacterial vaginosis, vulvovaginitis, irritable bowel syndrome, constipation, spotting vaginal, adenomyosis, uterovaginal prolapse, ovarian cyst and anesthesia. Denies any bleeding. Hsg with bilateral occlusion. Denies vaginal bleeding. Previously administered products included for an unreported indication: multivitamins. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced anxiety ("anxiety") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced asherman's syndrome (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced oophoritis (seriousness criterion medically significant) and appendicitis (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower ("cramping"). The patient was treated with ibuprofen (motrin) and surgery (total hysterectomy, bilateral salpingo-oophorectomy,, appendectomy, removal surgery and right opherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, oophoritis, appendicitis, asherman's syndrome, anxiety, dysmenorrhoea and weight increased outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, anxiety, appendicitis, asherman's syndrome, dysmenorrhoea, oophoritis, pelvic pain and weight increased to be related to essure. The reporter commented: she had need for additional surgery. The content of the communications I developed a fib after surgery and had to stay an extra night at the hospital. I haven't had a problem since then. Two essure coils in the left fallopian tube and one in the right fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pathology test - on (B)(6) 2016: uterus, hysterectomy: cervix - no significant pathologic changes. Endometrium - weakly proliferative endometrium. Myometrium - no significant pathologic changes. Serosa - no significant pathologic changes. Ovary, left, excision: corpus luteum cyst fallopian tube, right and left, excision: no significant pathologic changes. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-mar-2019: quality safety evaluation of ptc. Incident: we received a lot number sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), oophoritis ("ovarian infection"), appendicitis ("appendix infection") and asherman's syndrome ("asherman syndrome") in a 38-year-old female patient who had essure (batch no. 809006) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vitamin d deficiency. Previously administered products included for an unreported indication: multivitamins. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced anxiety ("anxiety") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced asherman's syndrome (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced oophoritis (seriousness criterion medically significant) and appendicitis (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower ("cramping"). The patient was treated with ibuprofen (motrin) and surgery (total hysterectomy, bilateral salpingo-oophorectomy,, appendectomy, removal surgery and right opherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, oophoritis, appendicitis, asherman's syndrome, anxiety, dysmenorrhoea and weight increased outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, anxiety, appendicitis, asherman's syndrome, dysmenorrhoea, oophoritis, pelvic pain and weight increased to be related to essure. The reporter commented: she had need for additional surgery. The content of the communications I developed a fib after surgery and had to stay an extra night at the hospital. I haven't had a problem since then. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2019: pfs received- lot number was added. New events ovarian infection, appendix infection, anxiety, asherman syndrome, dysmenorrhea (cramping), weight gain, cramping were added. New reporter, patient information, weight, medical history, lab data, treatment and historical drug were added. Incident: we received a lot number sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.